Event description:
Customer claims the unit alarm tone and voice comes on strong, then it fades until it can no longer be heard. The unit was tested with new batteries. There was no visible damage to the alarm case. There was no patient contact. Evaluation for the returned product shows that the unit powered on. The alarm sounds momentarily and then it could no longer be heard.

Manufacturer narrative:
(B) (4). Evaluation: results: evaluation for the returned product found that the unit powered on. The alarm sounds momentarily and then it could no longer be heard. The unit speaker was found inaudible. The alarm unit has no visual damage. (B) (4).